Event description:
The implant failed due to poor osseointegration. The implant was placed at #13 and removed after 4 months. Moderate oral hygiene. Poor bone condition. Cardiac disease.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.